Event description:
It was reported by the clinician that ""volume leftover when infusion should have ended¿. Per clinicians, pharmacy overfills IV bags and there is no air in them ¿full to bursting¿; pharmacy not ¿removing enough fluid¿. Clinicians report this is only occurring at infusion center department, and that at their other location this is not happening. Despite internal conversations with pharmacy practice has not changed, and it also seems to depend on which pharmacy tech prepared the medications, per clinicians. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Cpc observed as follows: two drip chambers on leucovorin infusion and oxaliplatin infusion to be collapsed. When asked why the drip chamber was like this the clinicians responded, ¿because it¿s the end of the infusion¿. Clinicians also report that the walls of IV bags are notably stuck together. Cpc discussed that the collapsed drip chamber is an indication of negative pressure which may slow or block flow and increase ail. Chemo safety device insitu distal to patient, select infusions also use a filter. Many alaris devices observed to be approx. 15 inches above patient heart level. Cpc observed 4 running infusions with upper fitment extended above the top of the pump modules. Cpc reviewed proper IV set up, proper IV set loading, and strategies to mitigate volume leftover when the infusion should have ended.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that ""volume leftover when infusion should have ended¿. Per clinicians, pharmacy overfills IV bags and there is no air in them ¿full to bursting¿; pharmacy not ¿removing enough fluid¿. Clinicians report this is only occurring at infusion center department, and that at their other location this is not happening. Despite internal conversations with pharmacy practice has not changed, and it also seems to depend on which pharmacy tech prepared the medications, per clinicians. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Cpc observed as follows: two drip chambers on leucovorin infusion and oxalipatin infusion to be collapsed. When asked why the drip chamber was like this the clinicians responded ¿because it¿s the end of the infusion¿. Clinicians also report that the walls of IV bags are notably stuck together. Cpc discussed that the collapsed drip chamber is an indication of negative pressure which may slow or block flow and increase ail. Chemo safety device insitu distal to patient, select infusions also use a filter. Many alaris devices observed to be approx. 15 inches above patient heart level. Cpc observed 4 running infusions with upper fitment extended above the top of the pump modules. Cpc reviewed proper IV set up, proper IV set loading, and strategies to mitigate volume leftover when the infusion should have ended.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an volume leftover when infusion should have ended was not determined because no products or device logs were returned.